Event description:
Customer called in stating that they had a mattress that looked like it was delaminating.

Manufacturer narrative:
Upon inspection of this mattress, the nylon cover delaminated from the inside out at the center and foot section of the mattress allowing the fluid to enter the foam of the mattress. A new mattress was delivered to the facility on (B)(4) 2014. This mattress has been quarantined until further investigation. A follow-up report will be submitted upon completion of the investigation and/or corrective action.